Event description:
Event description boston scientific received information that one day post discharge after the implant of this cardiac resynchronization therapy defibrillator (crt-d), the patient was readmitted because of a pneumothorax which required the insertion of a chest tube. It is reported that this is not related to any of the implanted products but occurred as a result of the subclavian puncture for venous access.